Event description:
Procedure type: roux-en-y. According to the reporter: the surgeon had difficulty removing the device after firing it. The esophagus was torn when pulling the device from the tissue. Manual suturing was performed to correct the tear. No bleeding or tissue loss was reported.